Event description:
According to the reporter, the catheter had an occlusion and clotted with no resolution despite tpa. The permcath was exchanged the following day. It was stated that the device deficiency could not have led to a serious adverse device effect (sade) if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter had an occlusion and clotted with no resolution despite tpa. As a remedial action, the permcath was exchanged the following day. The catheter has been placed for 10 days. It was stated that the device deficiency could not have led to a serious adverse device effect (sade) if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter had an occlusion and clotted with no resolution despite tpa (tissue plasminogen activator). As a remedial action, the permcath was exchanged the following day. The catheter has been placed for 10 days. It was stated that the device deficiency could not have led to a serious adverse device effect (sade) if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the catheter had an occlusion and clotted with no resolution despite tpa (tissue plasminogen activator). As a remedial action, the permcath was exchanged the following day. The catheter had been placed for 10 days. It was stated that the device deficiency could not have led to a serious adverse device effect (sade) if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate. There was no reported patient injury.